Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie pockets c3 and b3 had failed. A field service engineer (fse) confirmed that the pharmacist was able to recover the pockets. The fse used test software to eject all cubie pockets and cleaned underneath them. The drawer was removed, and all cables were reseated and inspected. The test was re-run after completion of the corrective actions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1.1 & 1.2 all three boards needed replacement, as there was no indicator lights functioned on the back of the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.